Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was completing an open ventral hernia repair when the tip of the needle broke off. The surgeon was using the suture to plicate the rectus muscles together. An additional vloc was used to completed the procedure and there was no issue. Slight delay in procedure time. Patient has suffered no blood loss at this time. There is no further information at this point in time.